Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse observed air in the reference line and determined that the ionized selective electrode (ise) reference valve was bad. The fse replaced the valve and recalibrated the ise system, which then ran properly without any errors. All recovery was within specifications. System was operational and returned to customer usage. Failure mode - failed reference valve.

Event description:
A customer contacted beckman coulter (bec) reporting that the au681-02e clinical chemistry analyzer generated sixteen (16) erroneous potassium (k) results. Eight (8) of sixteen (16) results were reported out of the laboratory and one of them required recollection. The customer supplied data only addresses seven (7) of the eight (8) reported patient samples; however, the customer confirmed that eight (8) corrected results were issued. There has been no change to patient treatment attributed to this event.